Event description:
User facility has informed the MFR of a pt burn during an MRI exam. The pt was examined with the sense spine coil and after the exam a third degree burn was observed on the upper inner arm.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.